Manufacturer narrative:
The insulin pump was unable to prime unit during prime/ compromised force sensor test due to faulty force sensor resistor (gold). The pump was received with cracked case at lcd window corners, reservoir tube and battery tube threads. The pump was received with scratched lcd window and missing end cap sticker. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
The customer's mother reported via phone call that the pump had a prime/fill anomaly. The blood glucose at the time of the incident was unknown. Mother states the insulin squirted out, during manual prime. She states they used a different set, but were not able resolve the issue. Troubleshooting was not able to resolve the issue. The device will be returned for analysis.